Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the locking ring was twisted near the opening of the locking ring along with nicks and scuffing on the ring. The locking ring was installed properly with the chamfer facing outward from the shell. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgical procedure, when device package was opened, it was noticed that cup and a broken ring. No adverse event caused to patient. Attempts were made to obtain additional information; however, none was available.